Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Reported by rep: "this patient had a total hip procedure in the 1980's, and osteonics implants were used. Years later a revision acetabulum was done, and an old joint medical bubble revision cup was used. She presented to physician chronically dislocating. The physician decided to revise the acetabulum with a competitor custom prosthesis, and a new head was implanted. No other information is available. Nothing was loose or broken. Left side."